Event description:
A nurse reported that during cataract surgery, the footswitch "was not responding properly". The staff unplugged and plugged in the footswitch and the surgery was completed using the same equipment. There was no harm to the pt.

Manufacturer narrative:
The facility did not request service. The customer ordered a replacement footswitch and cable. The footswitch and the footswitch cable were returned for eval. A visual assessment of the returned samples revealed a kinked cable, worn padding on the right wing switch, and scratches on the housing. No add'l visual nonconformity was observed. The footswitch and footswitch cable were tested and passed all testing. The customer reported event of the footswitch not responding properly was not replicated or confirmed as the returned footswitch and cable passed all functional testing. However, these visual nonconformities are cosmetic issues and are not related to the customer reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this footswitch or system. The root cause is unk. (B)(4).